Event description:
Healthcare professional reported through the national breast implant registry (nbir) "device migration/implant malposition". This record is for the right side. Device was explanted.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The event of migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: migration and malposition.